Event description:
It was reported that during a laparoscopic lobectomy procedure, the blade was broken off during use. The broken blade was retrieved from the patient with a tweezers. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.